Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received

Manufacturer narrative:
(B)(4). The device was returned to the baxter (B)(4) facility for evaluation. The assignable cause of the iipv found in the device log was: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device met specification with regards to the iipv. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 2552 milliliters (ml) during cycle 5. There was patient involvement but no patient injury or medical intervention was reported.